Event description:
It was reported on 6/17/99 the physician experienced a dissection of the artery while using a 7f jr4.0 zuma guiding catheter. The patient went for the right coronary surgery to repair the artery, patient is reported to be doing fine. The catheter from this incident was not retained.